Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and a hole in the ra ring seal plug was observed. Visual inspection also found the rv tip seal plug was torn. Testing verified normal electrical function. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited noise on the ventricular channel. It was noted that the rv lead had previously been programmed to unipolar mode due to poor sensing and intermittent capture in bipolar mode. A revision procedure was performed. During the lead replacement the helix wouldn't retract. Tissue was seen on the helix. The pacemaker remained implanted. However, the rv lead was replaced and returned for analysis. When the lead was returned to our post market quality assurance laboratory, visual inspection of the lead revealed the is-1 proximal seal rings were lifted from the surface below them. Further visual inspection found tissue on the helix and that it was extended and stretched. The coils were also found to be deformed. Analysis of the lead found that noise seen in the field could have been attributed to the lifted seal rings. The pacemaker was explanted over twelve years later for normal battery depletion and returned for analysis.